Event description:
It was reported that the patient had bilateral gel one injections. Subsequently, the patient claims his right leg seized up four hours after the injections and went to the emergency room with severe pain. The patient is using crutches and the pain and swelling have not subsided after the injections.